Event description:
It was reported that during a gastric procedure the generator was showing " no instrument uses remaining" which is un usual with this instrument. There were no patient consequences.

Manufacturer narrative:
(B)(4) date sent: 12/5/2023 d4 batch #: a9cv1e investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with no apparent damage. The device was tested on generator and it was found that the max and min hand control switch assembly buttons were not functional. However, it worked properly with foot switch assembly. No ¿no uses remaining¿ alert screen was displayed as reported the device was disassembled to verify the condition of the internal components. Corrosion was found at the hand activation dome min/max. Due to the moisture discovered on the instrument which is evidence of possible reuse, we are unable to determine how this condition impacted the performance of the device and therefore cannot conclude root cause. Our manufacturing, sterilization, packaging, and shipment processes do not introduce corrosion / moisture to the device. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. A manufacturing record evaluation was performed for the finished device batch a9cv1e and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.